Event description:
It was reported that when placing a 7715405 catheter, the operator found the three-way valve leaked fluid at the proximal end and connector was absent. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. The product returned for evaluation was an opened 4fr s/l groshong catheter kit. The returned kit contained the 4fr groshong catheter with the stylet inlaid, the IV catheter/needle in the plastic cover, and the end cap. The returned catheter was bent in multiple locations. The bends in the catheter were due to the inlaid stylet being bent. The bends were located directly distal of the flushing blunt, near the 45cm depth marking, 43 cm depth marking, and the 40cm depth marking. When an attempt was made to flush the catheter with water from a syringe, the catheter was patent to infusion. The 3-position valve functioned per design and microscopic examination of the valve was unremarkable. The edges of the valve closed tightly against each other and the terminating ends of the valve were straight and well defined. The valve length was measured and found to meet the design specification. The distal end of the catheter was then clamped with a non-traumatic pair of hemostats and the catheter was flushed against the occlusion. Two spraying leaks were observed when the sample was pressurized. The leaks were noted on the blue stripe between the 10 & 11cm depth marking and on the clear part of the tubing between the 11cm and 12cm depth markings. Microscopic examination of the leak sites revealed small splits in the tubing. The splits ran circumferentially with respect to the axis of the tubing. The split lengths were measured. The split located between the 10cm and 11cm depth markings was 0.0086¿ when measured on the exterior of the tubing. The split between the 11cm and 12cm depth marking was measured on the exterior wall of the tubing and was 0.0098¿ long. The catheter wall was split by the examiner so the inner wall could be examined at the proximal split site. The split on the inner wall appeared to be a singular hole with a length of 0.0017¿. As the damage on the inner wall was smaller than the damage on the exterior wall, the catheter was likely damaged from the outside. Although a leak in the catheter could be confirmed, the exact root cause could not be determined at this time. Possible contributing factors could include material fatigue, sharp instrument damage, damage caused by the stylet, tensile (pulling) damage, or damage from abrasion with another object. A lot history review (lhr) of recq0544 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1454 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when placing a 7715405 catheter, the operator found the three-way valve leaked fluid at the proximal end and connector was absent. No other information was provided.